Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused normal saline solution during testing in the outpatient (B)(6) treatment unit. Two hundred fifty ml of normal saline was set to be infused at a rate of 600-ml/hr using administration set 2c6425. After 25 minutes the pump stated the 250-ml had been infused, but an unspecified amount of solution remained in the bag. It was also reported there was no patient injury.